Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was making loud noises (compared to a train) while running. Her blood glucose was 230mg/dl at the time of reporting. It was also reported that her insulin pump was using batteries more quickly than expected. The insulin pump is being returned. No additional information was reported.